Event description:
Surgeon advised that the pt was happy with the hip replacement 12 months post op. He has since had a knee replacement. He is happy with the knee but complained about the hip. Radiographic investigation revealed a pedestal and dark lines up either side of the stem. Revision surgery planned.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.